Manufacturer narrative:
Two additional occurences of this product problem were observed by the customer. Additional information on these occurrences can be found in the follow MDR's: 2245270-2014-00014 and 00015. A malfunctioning device was returned to vygon us and was forwarded to vygon (B)(4) (the manufacturer) for device evaluation and complaint investigation. The results of this investigation are still pending, and will be forwarded to FDA upon its completion via a follow-up MDR.

Event description:
Feeding tube markings are rubbing off around areas that is touching baby. Feeding tube needed to be replaced because there was no clear indication if tube was migrating.